Manufacturer narrative:
(B)(4).

Event description:
It was reported that during explant procedure, the pulse generator set screw appeared to be stripped. The device was explanted successfully. The patient was in stable condition and would continue to be monitored.